Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported infection at insertion site and sensor was removed after several courses of antibiotics were administered.despite multiple follow up attempts with the user to gather more details about the infection the user was not responsive.

Event description:
On (B)(6) 2024 ,senseonics was made aware of an incident where user reported infection at insertion site and sensor was removed after several courses of antibiotics were administered.despite multiple follow up attempts with the user to gather more details about the infection the user was not responsive.